Event description:
Reporter noted two unplanned anterior vitrectomies were performed, and alternate lens implants required, due to posterior capsule tears. Surgeon felt unit wasn't releasing material at tip quickly; appeared to still hve vacuum after releasing footpedal. Patient 1 of 2: reported as doing well pod1.